Manufacturer narrative:
One quadripolar, decapolar,, inquiry steerable diagnostic catheter was received for evaluation. The catheter met specifications for electrical and temperature testing and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 3005334138-2023-00041, 3005334138-2023-00042, 3005334138-2023-00043, 2184149-2023-00034. During a redo atrial fibrillation procedure, the patient complained of chest pain and an x-ray and ultrasound revealed a pericardial effusion in the right atrium. A pericardiocentesis was performed to stabilize the patient. The physician said that during drainage, the blood appeared to be dark / non-oxygenated, indicating that the pericardial effusion was most likely originating from the right atrium and that the cs catheter could potentially have been the reason behind it. The patient did not receive any rf applications.